Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: the pump was returned with all of the keypad buttons responding properly, the issue was not duplicated. The keypad is peeling off. Investigators removed keypad- and moisture was observed under the up arrow button contact. A dim display- letters have a red hue was found. The battery compartment was cracked from bottom traveling to bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.